Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:05 (coolant diff failure) error was confirmed based on the event log review. The reported tcmid:05 was not reproduced during the functional testing at zoll. However, further investigation revealed burnt marks on the pic 16 (cooling engine pcb) and cable harness caused by a burnt p21/j21 connector pin, which triggered tcmid:05 intermittently. The most probable root cause of the burnt cable/pin was moisture diffusing into the system and vibration during use, causing contact arcing. The thermogard system was manufactured in 2017 and is over seven years old. The event log review indicated multiple tcmid:05 errors, confirming the reported complaint. The thermogard system passed the preliminary functional testing without errors. Technical investigation revealed that the root cause of the reported tcmid:05 error was burnt marks on the pic 16 (cooling engine pcb) and cable harness caused by a burnt p21/j21 connector pin. The pic 16 (cooling engine pcb) and power supply need to be replaced to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard xp ivtm system with sn (B)(6).

Manufacturer narrative:
Zoll has received the thermogard xp ivtm system (sn (B)(6)) for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
During ivtm therapy, the thermogard xp ivtm system (sn tgxp12176) displayed a tcmid:05 (coolant diff failure) error. Per the customer, the thermogard system displayed tcmid:05 multiple times, and each time, the error was cleared by rebooting the system. No patient injury was reported.